Manufacturer narrative:
Product complaint#: (B)(4). H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one winding former with a detached needle and one suture piece outside the foil packet was received for analysis. Product code sxpp1b420. During visual inspection of the needle. Marks were noted at the edge of the swage area. The barrel hole was examined, and a suture remnant was observed. Besides that, the suture was noted to be cut probably caused by a surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure date? Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? What was used to complete the procedure? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Additional information was requested, the following was obtained: when was the needle detached/pulled off from the suture? Suture and needle detached when threading through the drape rings. The following information was reported: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown. Additional information was requested, the following was obtained: our failure analysis lab received an extra product with reference to this complaint, it was received: product code: sxpp1b420, product lot/batch: 102tm3. 1. Could you please clarify if extra device belongs to this complaint? This returned product belong to this product complaint.

Event description:
It was reported that a patient underwent a da vinci surgical procedure on an unknown date and barbed suture was used. Suture and needle detached when threading through the drape rings during da vinci surgical surgery. There were no patient consequences reported. Additional information was requested.